Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the cavity was only partially ablated. Hologic representative present advised that re-ablation is off label use but the physician opened another device and attempted to re-ablate the uterus. The cavity integrity assessment failed three times. No perforations were seen on hysteroscopy so a laparoscopy was performed. A perforation at the fundus was seen. No injury to bowel noted. No additional details available.